Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. The pump passed all functional tests. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump used for pulmonary arterial hypertension kept turning off and that the patient did not realize the pump was off for eight (8) hours. Subsequently the patient switched to their backup pump are restarted the full dose of 140/ng/kg/min. It was reported that the patient experienced feeling week, but that the feeling subsided. No additional adverse patient effects were reported.